Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Io drill did not work; there was no power during a cardiac arrest. A physician determined that the cause of death was not related to the malfunction of the device. A blue io needle was placed manually in the left proximal tibia. The patient is deceased.

Manufacturer narrative:
Qn#(B)(4). Ez-io power driver (9058) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed the driver had no power. Thermal deformation to the housing was observed which indicates the motor ran continuously for an extended period of time. Black cradle marks were observed on the housing of the handle indicating the driver was stored in the vascular access pack. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the led flashed red and the motor ran. The customer's complaint was confirmed. However, test data reveals that the driver was used beyond useful life and was confirmed with the red blinking light indicating the driver needed to be replaced. The cause for the driver losing power was because the batteries are depleted. The cause for the battery depletion was due to incorrect storage based on the thermal deformation and evidence of a tethered trigger guard. Furthermore, the device was used beyond useful life. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: the ez-io driver instructions for use states "when storing the vascular access pack (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, there is a flyer provided with each vap bag which provides illustrations showing to remove the trigger guard when storing in the bag. Please be advised to replace the ez-io driver when the red led starts blinking.

Event description:
Io drill did not work; there was no power during a cardiac arrest. A physician determined that the cause of death was not related to the malfunction of the device. A blue io needle was placed manually in the left proximal tibia. The patient is deceased.